Event description:
It was reported that the patient's implantable neurostimulator was explanted due to a loss of paresthesia. The patient's device was replaced, and the patient recovered without sequela.

Manufacturer narrative:
(B)(4): final device analysis of the implantable neurostimulator (ins) revealed no anomaly found; ins functionally ok. Reason for late MDR due to implementation of process improvement.